Event description:
The tilt system allegedly failed and flipped back, cutting the joystick cord, causing the consumer to slide out of the back of the chair, 911 was called to assist the consumer off the ground. No injury alleged.